Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. H11: the device was received for evaluation. A review of the event history log did not show keystrokes, programming, or use related events that indicated and/or contributed to the reported 'infusion/accuracy error'. A functional flow accuracy testing was performed and the results were within the product specification. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified infusion/accuracy error during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.